Event description:
It was reported that this right ventricular (rv) lead exhibited a high-out-of-range shock impedance measuring 133 ohms. It was noted back in april the shock impedances were trending at 44 ohms then suddenly increase to 70-100 ohms. Boston scientific technical services recommended to bring the patient in for further evaluation and to consider imaging if necessary. At this time, this rv lead remains in service. No adverse patient effects were reported.